Manufacturer narrative:
Analysis of the lead found the #0 conductor was broken with overstress damage on the distal side of the #1 electrode and that the #0 electrode pulled off. Evaluation codes were updated upon device analysis.

Manufacturer narrative:
Concomitant products: product ID 977d160, serial # unknown, product type screening device; product ID 355531, serial # unknown, product type screening device; product ID 97791, serial # unknown, product type accessory; product ID 97791, serial # unknown, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported a contact from the trial lead was left in the body. The full lead did not come out with the normal trial lead removal procedure. There was a normal removal process with no difficulty. Plain x-rays were taken to identify contact location. The contact was left in place in the body. There was a partial explant. One contact was left inside the patient's body and a frayed wire was noted at the end of the lead. It was planned to be removed during the implant procedure. Pictures of the lead to be returned were provided. Surgical intervention was planned and scheduled for (B)(6) 2016. Follow-up from the rep stated the patient had the system implanted on (B)(6) 2016 and the hcp was able to remove the contact with minimal difficulty. The rep retrieved the contact and was planning to send it back for examination.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.